Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high elecsys ck-mb immunoassay and elecsys troponin t stat gen 5 results for several patient samples. Of the data provided, only the troponin t stat for one patient sample was discrepant. The initial result was 0.12 ng/ml and the repeat result was 0.07 ng/ml. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was a damaged measuring cell and replaced it. The customer calibrated and ran quality controls which were acceptable.